Event description:
Reported by the complainant as follows: the nurse was instructed to remove the rectal tube (fecal management system). However, after she removed the fluid, it still would not come out. After doing a rectal exam, it was found that balloon of the fecal management system was still intact and it did finally come out. During a follow up call from convatec's medical/clinical development group the following info was gathered from the complainant: the fms was gently removed with the fluid in the balloon. The nurse caring for the pt attempted 3 times to remove the fluid from the balloon while it was still in the pt. Once the device was removed the nurse attempted to remove the fluid and was unable to. The pt had a gi consult and evaluation after the device was removed because she had some rectal bleeding. This stopped and the pt had no evidence of physical harm.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2010. (B)(4).